Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. The reason for the revision reported was likely due to prosthesis fracture. Additional reasons for the revision may be prosthesis wear of the glenoid and humeral head. However, this cannot be confirmed from the provided information. Potential contributions of manufacturing, user and patient-related contributions could not be assessed as the devices were not returned for evaluation and relevant clinical and product information was not provided.

Event description:
As reported, the patient had an initial right tsa on an unknown date. The patient was revised to a competitor's devices due to poly wear. The preserve stem and cage glenoid were removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.